Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the buttons of the device does not work was confirmed. It was found that the resistance value of the keypad of the hand control set was out of specifications and the keypad assembly was not responding properly. Also the motor was not running smoothly since it was corroded. There was also a short circuit in the motor cable. The motor, motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the hand control set. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the buttons of the micro tornado hp w hand control don¿t work. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.